Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8233289. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Two retained samples passed thread inspection and cap torque force test. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm leaked into the heparin cap during use while sealing the tube with saline. The device was being used on a patient undergoing a "gastroenterostomy", and the needle was inserted after intestinal preparation to prepare for anesthesia when the leakage was observed. The following information was provided by the initial reporter, translated from chinese to english: "the patient was proposed to undergo painless gastroenterostomy, and after the intestinal preparation was completed, the intravenous indwelling needle was given to prepare for anesthesia. During the process of sealing the tube with normal saline, fluid leakage in the white heparin cap was found".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm leaked into the heparin cap during use while sealing the tube with saline. The device was being used on a patient undergoing a "gastroenteroscopy", and the needle was inserted after intestinal preparation to prepare for anesthesia when the leakage was observed. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was proposed to undergo painless gastroenteroscopy, and after the intestinal preparation was completed, the intravenous indwelling needle was given to prepare for anesthesia. During the process of sealing the tube with normal saline, fluid leakage in the white heparin cap was found".